Manufacturer narrative:
(B) (4).

Event description:
The pt experienced cardiac arrest. CPR was performed and the pt was hospitalized and on a ventilator. The hcp believed dilaudid was in the pump. It was unk if the pt's event was pump/medication-related. Add'l info has been requested from the hcp, but was not available as of the date of this report.